Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new fixture on (B)(6) 2013. This report is filed (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. There are plans to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(4) 2013.